Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the customer reported problem, however noted vent inop occurrences in the ventilator's diagnostic log history due to o2 and air motor errors. The service technician replaced the main pcb board to correct the finding. Extended self testing (est) and performance verification testing were completed and tests passed to operating specifications.